Event description:
Oesophagectomy. Pcs21 dlu was connected, calibrated, closed and the pc read "close for firing range." The close button was pressed again and the pc read "replace dlu." After a few attempts, the pcs21 dlu would get into firing range and the firing sequence was initiated. Device was fired and pc read "firing complete" but device did not cut and there were unformed staples present. Manual sutures were placed to complete the case.